Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
A cause of the reported issue could not be determined.

Manufacturer narrative:
Service agent evaluated the customer's device and was not able to verify the reported issue. A proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.